Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime and system sensor test due to faulty gold sensor. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during two separate bolus attempts and the alarm cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was 118 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.